Manufacturer narrative:
(B)(4). Legal concomitant medical products: pn unknown, unknown trilogy liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03799. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing unknown complications. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2021 - 00007.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2021 - 00007.